Event description:
User facility reported uterine perforation.

Manufacturer narrative:
Device has not yet been returned for analysis. A review of the mfg records for the identified lot (06k02) revealed no non-conformities or abnormalities related to the reported info. All devices passed final testing.